Event description:
Tubing had small hole (noted upon hanging the drug). Manufacturer response for IV tubing, continu-flo (per site reporter). See previous reports. First meeting with baxter, requested new meeting today after a significant number of reports.